Event description:
Related manufacture reference number: 2017865-2023-04832. It was reported that the patient presented remotely. Review of transmission revealed that the atrial lead and ventricular lead exhibited noise oversensing. Both leads were explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching consistent with friction to device can. The cause of oversensing noise was isolated to the exposure of the outer coil at the abrasion zone. No other anomalies were identified.